Event description:
Boston scientific crm received info that this atrial lead dislodged and was pacing in the ventricle. The physician attempted to reposition the lead, however, it kept falling out of place. The lead was removed and replaced with a new lead. The field rep noted something appeared wrong with the helix. The lead has not been returned. Should additional info become available or should this lead get returned, this event would be updated.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.